Event description:
It was reported the patient expired following inappropriate shocks that started when she was in the shower. The pt was sent to the ER in a decompensated state. CPR was performed for 45 min to 1 hour. The device was interrogated and inappropriate shocks, oversensing of noise, loss of capture, and lead impedance greater than 3000 ohms were noted. Possible lead fracture was suspected. Lead impedance taken by the device on the previous day was normal. Pacing inhibition was also noted, due to noise.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. The pt was dependent. When the device did pace it was not capturing at 2 to 2.5v. Device detections were turned off and the mode was changed to do. Device output was turned to the highest setting and capture was seen. The patient later died. No device will be returned. A lawsuit alleges the patient received inappropriate shocks due to the "defective" lead. It also states the pt was diagnosed with irreversible brain damage, subsequently died, and the death certificate states cause of death as "defibrillator lead fracture." Other: it was reported the patient expired following inappropriate shocks that started when she was in the shower. The pt was sent to the ER in a decompensated state. CPR was performed for 45 min to 1 hour. The device was interrogated and inappropriate shocks, oversensing of noise, loss of capture, and lead impedance greater than 3000 ohms were noted. Possible lead fracture was suspected. Lead impedance taken by the device on the previous day was normal. Pacing inhibition was also noted, due to noise. No conclusion can be drawn. Capture, failure to, impedance, high lead(s), fracture of, oversensing shock, inappropriate noise.